Event description:
A procedure was scheduled that required surgical instrumentation (hip-asi taperloc) that is not maintained on site. Biomet is to deliver instruments that are thoroughly cleaned, inspected and tested for proper function. These instruments are not sterilized. For this particular case, the instrument technician inspected the trays as part of the presurgical preparation process and found many soiled instruments.